Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. Patient was at the clinic because is not feeling well. The physician interrogated the device and discovered a high threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.